Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and the results wil be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The patient stated that there were air bubbles in the insulin cartridge. She says she only uses room temperature insulin to fill the cartridges and troubleshooting determined that the cartridge fill technique was correct. The patient denies any temperature change or increase in movement that may have caused the air bubbles. She said she typically notices the air bubbles on the third day of using the cartridge when she is about to change it. When meeting with her hcp and cde they advised that there may be an issue with the infusion set or cartridges. She reported that she occasionally experienced elevated blood glucose levels back in (B)(6) up to 570 mg/dl. She states it may have been caused by having air bubbles in the cartridge although at the time denied it. Troubleshooting with the pump at that time confirmed that settings and delivery history were accurate and there was no mechanical pump defect found.